Event description:
It was reported that implant detection was left on and did not complete due to the device not being programmed to sense in the atrial chamber. The patient is in chronic atrial fibrillation. The device is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.